Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced cardiac arrest and presented in the emergency department. The patient received cardiopulmonary resuscitation (CPR) and external defibrillation. The device transmission showed ventricular lead noise around the same time as the CPR and external defibrillation. Lead fracture was suspected, but further investigation noted the noise most likely came from the CPR and external defibrillation. Lead fracture was neither confirmed or denied. The cardiologist noted the patient had many comorbidities. The physician also stated that the patient was unresponsive for 25 minutes and was intubated. Further investigation was recommended, but he physician elected to monitor as the patient was in comfort care.